Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly at 50% battery life. The customer's blood glucose level was (199 mg/dl) with moderate ketones present. The customer took a bolus via the pump. During troubleshooting with tandem technical support, review of the pump data indicated the pump battery depleted from 40% battery life to 1% battery life then the pump shut off. It was indicated that the customer would continue to use the pump until the replacement arrives and has manual injections available as alternate insulin therapy.